Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. It was observed that the scope wash tubing beneath the c-ring was kinked but not detached. The c-ring was not transected. It was observed that no component of the c-ring assembly was detached. A photographic inspection was conducted. Based on the returned condition of the device and the evaluation results, the reported failure mode "kinked" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro c-ring was kinked when removed from the pack. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: (B)(4). Internal complaint number: tw# (B)(4). Autonumber: (b(4).